Event description:
It was reported the patient had stimulation in the wrong location and a shocking or jolting sensation. It was stated the patient also had a loss of therapeutic effect. It was noted when the therapy was working they could void and the patient had high setting at 9-10 volts. It was stated that back in (B)(6), the patient had to start catheterizing because they could not void. Reportedly, the patient said their device was not working about a month prior to report and it was shocking them. It was noted the patient¿s device was reprogrammed and it seemed to be working. It was stated the patient felt stimulation when it was working good. It was stated the patient met with their doctor the day of report and stated it was still not working and the patient was still getting shocked further back from the therapy site. It was noted it was a sharp sensation but x-rays were taken and it was stated it was in a good position. It was stated the patient¿s impedances were measured and some contacts were listed as ¿>4.¿ reportedly, the patient¿s battery said 50 months.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3093-28, lot # j0428300v, implanted: (B)(6) 2004, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3023, serial # (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the cause of the event was an electrode breaking or bleeding. It was noted impedances read greater than 4,000 ohms on all combinations involving electrode zero. It was reported the impedances suggested loss of connection with bleeding into lead zero. It was noted the internal neurostimulator and lead were replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).